Event description:
Medtronic pacemaker with diagnostic reset on 8/10/23, due to a programming condition by which 3 device features are programmed on simultaneously: 1) mvp, 2) mode switch, and 3) non-competitive atrial pacing. If the patient is having an atrial arrhythmia during the ncap algorithm, this can cause a diagnostic reset. The diagnostic information is not lost, but can only be restored by clearing the reset condition with a programmer. Per medtronic technical services, should this issue occur 5 times, the device can go into a full device reset.